Event description:
Information received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the gas springs had low pressure. He replaced the gas springs to repair the bed.